Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patients stimulation changes with posture. During the reprogramming session, the issue was not resolved and the ipg was not holding a charge. The patient underwent an ipg replacement procedure and was doing well. Explanted ipg will not be returned.